Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date: 09/2024.

Event description:
It was reported that during a stent graft placement procedure in the radial vein for declot treatment, the stent graft allegedly partially deployed from the delivery system. Reportedly, there was difficulty in introducing and removing the delivery system from the unknown brand and size introducer sheath. A vascular covered stent graft was placed to complete the procedure. However, it was further reported that post procedure the patient deceased from pulmonary embolism.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was returned and evaluate. The sample was contaminated, and the stent graft was partially deployed for a length of 28mm. Therefore, the investigation is closed with a confirmation for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the IFU state that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU state: 'prior to stent graft deployment (...), ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible endovascular system failure' , and 'ensure the delivery catheter is straight (...).' Regarding accessories the IFU states: 'prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended.'; the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: d4 (expiry date: 09/2024), g3, h6 (results and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the radial vein for declot treatment, the stent graft allegedly partially deployed from the delivery system. Reportedly, there was difficulty in introducing and removing the delivery system from the unknown brand and size introducer sheath. A vascular covered stent graft was placed to complete the procedure. However, it was further reported that post procedure the patient deceased from pulmonary embolism.